Event description:
Caller reported experiencing a cgm error, specifically error 42, related to their g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, guiding the caller through the process. Following the reset, the caller successfully initiated their sensor session without encountering the error code again.